Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of insulin. No specific programming parameters were provided. In 2008 at 0330, the delivery was started. At 0830, it was noted that the delivery had stopped. Reportedly, there was no audible alarm noted and the touch screen was unresponsive. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.